Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom on (B)(6) 2015, on behalf of the patient, to report no audio output on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A "try it" manual test was performed and speaker did not sound. The receiver log was downloaded and evaluated with errors observed. A functional test was performed and it failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.